Event description:
It was reported patient presented in emergency after receiving inappropriate hv therapy. Device was in backup vvi mode. A device download was performed successfully. Patient was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.